Manufacturer narrative:
This report is submitted on 22 january 2021.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020, the patient was re-implanted with a new device during the same surgery. This report is submitted on 30 october 2020.

Manufacturer narrative:
This report is submitted on august 28, 2020.

Event description:
Per the clinic, post a head trauma, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.